Event description:
Rptr indicated that the pt had episodes of aggressive behavior since their last parameter change in 1/02. It was reported that the pt will occasionally have facial grimacing during stimulation, but when asked about it, denies pain. The pt is mentally retarded, but is able to communicate. It was reported that the pt has good seizure control with the vns, after their last few seizures, the pt became very violent towards staff members at the group home where they reside. Pt was also very confused and agitated. Previously, their post-ictal period consisted of pt being very confused and lethargic. Further follow-up revealed that the pt's behavior was out of control for 5 days following activation of the vns in 2001. The pt had one seizure a month later which was their first since the vns implant. In 2002, the pt's depakote dosage was decreased and the vns programmed parameters were increased. After this adjustment, the pt became violently destructive with loud outbursts. The following month, the pt was taken to the hosp for safety reasons and an increase in seizures. Two weeks later, the pt was discharged from the hosp and started on the anti-psychotic drug risperdol. Nine days later, the risperdol was changed to zyprexa because it is less toxic to the liver. A week later, the pt's vns parameters were reduced back to where they were prior to 1/02 and their depakote dosage was increased from 500mg bid to 500mg tid. The physician believes that the vns was the cause of the increase in seizures. Physician plans to let the pt stabilize before making any other changes in pt's treatment regimen.